Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a total fluid loss due to hole in the cylinder. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a total fluid loss due to hole in the cylinder. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder had a hole at corner of a fold in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end. The first cylinder had a leak at corner of a fold in the proximal end of the cylinder. The second cylinder had a hole in the outer tube from krt wear in the proximal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. The pump passed microscope examination and leakage test. The pump failed activation test. The reservoir was microscopically inspected and leak tested. Microscope examination revealed that the reservoir had wear at a fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, the reason for the hole/perforation and the fluid leak was most likely determined to be the hole/leak at the corner of a fold in the cylinder from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.